Event description:
The facility reports incident of a cracked luer connector found at initiation of hemodialyis treatment. Ebl = 200cc. Patient was recannulated to continue treatment. No patient injury or need for medical intervention is reported. MDR is filed for blood loss only.